Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and none calcified left forearm vein graft. A 5.0 x 40, 75 cm mustang balloon catheter was used to treat the lesion. However, on the first inflation the balloon ruptured at 10 atmospheres. The device was immediately removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).